Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset instructions, and after following these, the customer successfully started their sensor session without encountering the error code again.